Event description:
This event is being filed as the clip was temporarily caught in the chordae which caused the chordae to rupture. It was reported that during a mitraclip procedure, the posterior mitral valve leaflet was noted to be restricted and short. While attempting to grasp the leaflets with the clip, there was some difficulty with visualization due to a massive artifact caused by an unusual shadow from the device. After multiple attempts to grasp the leaflets with the clip, the functional mitral regurgitation (mr) was not able to be reduced. During the grasping attempts, the clip became temporarily caught in the chordae. Subsequently, the mr increased to grade 4+ due to a ruptured chordae. The mitraclip procedure was aborted. The patient underwent mitral valve replacement surgery on (B)(6) 2014 and as of (B)(6) 2014, the patient was reported as doing "ok" and started a rehabilitation program. No additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, an analysis of the complaint device could not be completed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for failure to adhere or bond to the leaflets are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to remove incidents reported for this lot. The user did not report any issues during functional inspection of the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that while attempting to grasp the leaflets with the clip, there was some difficulty with visualization due to a massive artifact caused by an unusual shadow from the device. Additionally, the posterior leaflet noted to be restricted and short, which may have contributed to the difficulty in grasping the leaflets with the clip. Based on the information reviewed, the reported difficulty in grasping the leaflets appears to be related to procedural conditions and not a product quality deficiency. It was also reported that subsequent to the clip becoming caught on the chordae, the chordae ruptured. The potential cause for the difficulty in removing may have been a result of the clip becoming caught in the chordae. Potential causes for the clip becoming caught on the chordae are, but not limited to, patient anatomical morphology/pathology, patient disease state, insufficient imaging for positioning, excessive force or range of rotation of translation while manipulating the devices, unable to invert clip prior to retracting through mitral valve, and clip will not open or unlock after becoming entangled. The patient effect of worsening mitral regurgitation and vascular trauma are listed in the mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.